Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found x axis tip pick up out of calibration. Performed tip take up calibration and verified proper tip pick up in diagnostic. The instrument was tested without further problem, and was returned to expected operation.